Event description:
On the morning of the event, a central monitoring unit (cmu) tech was reordering the display of telemetry patients on the same care unit. The cmu tech inadvertently switched two patient room numbers, placing patient 'a' in room (B)(6) and patient 'b' in room (B)(6) (in actuality, the patients were in opposite rooms). The cmu tech was changing patient telemetry sectors when she swapped the patients between sectors (B)(6). Later in the morning, the rhythm for patient 'a' changed as he began to exhibit significant cardiac pauses. Thus, the nursing staff quickly responded to patient 'b' in room (B)(6). After noting that the patient name was different from the telemetry monitor display, the clinical staff raced to room (B)(6) and attended to patient 'a', thereby averting treatment to a wrong patient while another patient was unattended for a potentially life-threatening event. Shortly after stabilizing patient 'a', a nurse noticed that the telemetry patient names did not correspond correctly for the room numbers. Cmu was notified of the situation and the error was corrected. Patient 'a' was transferred to cvicu. Verified that a cmu tech did indeed transpose two patient assignments. Lacking an adt interface (called an hai interface by philips); the current manual data entry method does not have a safeguard to ensure data accuracy. Hospital has budgeted for hai interface and implemented a process of verifying patient and room locations in the philips central system.health professional's impression: product allowed for incorrect correlation of room numbers and patient names.